Event description:
It was reported the patient had let her implantable neurostimulator (ins) go to zero twice before. It was noted the patient had used her ins since those times. No further information was provided at the time of report; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3986a, lot# n317583, implanted: (B)(6) 2012, product type lead; product ID 3986a, lot# n317580, implanted: (B)(6) 2012, product type lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).